Manufacturer narrative:
12/30/1998- supplement #1 sent to FDA. Corrected data entered in d9. Device evaluation indicated and codes entered in h3 and h6. Device not available for evaluation.

Event description:
The product was used during a chemosite insertion procedure. Reportedly, the catheter leaks. The surgeon performed a re-operation to remove the device. The hospital has no add'l info at this time.